Event description:
Customer reported issues with the transmitter. During troubleshooting customer was advised to replace the sensor, customer noted it looked broken. Customer checked if to see if a piece of the sensor's cannula was left inside her. Customer didn't see any evidence of it being in her. Customer stated she didn't have any pain or discomfort at the insertion site. Customer also stated she was reluctant to rotate the site since customer is very thin. Customer's blood glucose was 268 mg/dl. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings and no broken or missing anomalies were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.